Event description:
A customer reported dizziness after receiving a reading of 199 mg/dl on her freestyle freedom blood glucose monitor and called the paramedics. The customer reports a hcp meter reading of 101 mg/dl compared with a reading of 199 mg/dl on their adc meter. She was transferred via ambulance to a local hospital and diagnosed with hypoglycemia. No medical treatment is documented. The meter has been requested for investigation and a replacement kit has been sent.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.